Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, fluoro functions board, interconnect cable, closed circuit digital camera and the video controller were all replaced. The filament and generator were calibrated and the software was upgraded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an x-ray disabled error and was unable to fluoro. No pt injury was reported.